Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged malfunction reported by the customer was caused by poor contact of the scope sensor, due to which the endoscope could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the xenon light source exhibited poor contact at the scope sensor, due to which the endoscope could not be identified. There was no patient involvement.